Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
It was reported that the customer was receiving no delivery alarms on their insulin pump. The customer stated that she knew the problem was not the insulin pump but that she has had to change multiple infusion sets and reservoirs. The customer's blood glucose was 358 mg/dl. Troubleshooting was done. The customer stated that insulin did exit after a manual prime. Explained to customer that the site may have been occluded. Advised customer that a replacement insulin pump would be sent. Nothing further reported.